Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The internal implant connection was damaged during the placement of the cover screw, making impossible to remove it. Inflammation, dehiscence, edema and pain were reported as a result of the event. Due to the implant removal, the patient had bone loss. A guided bone regeneration will be practice. Tooth#24 new information:(B)(6) 2022: doctor confirmed that no other implant has been placed for the moment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3 ex hex tapered implant 3.25 x 13mm (boet3213) was returned for investigation. Visual evaluation of the as returned implant identified that the external threads were damaged due to the removal of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, the implant's drive feature could not be inspected due to the damaged collar. No visual/functional test of the drive feature could be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was good oral hygiene. Bone density was low density (type iii). The reported device was located on tooth # 24 (fdi) and was implant and explanted on the same day. DHR review for the lot 2020101083 had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2020101083 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Therefore, based on the available information, a device malfunction could not be verified.

Event description:
No further event information is available at the time of this report.